Manufacturer narrative:
Based on the available information, the customer requested a replacement electrical cable with a connector due to damage to the dfm100 assy therapy receptacle. An fse visited the customer's site, evaluated the device, and replaced the damaged therapy receptacle with a new dfm100 assy therapy receptacle (B)(6). The issue was resolved, and the device is available for use. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that they need a replacement connector cable. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.